Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to noise and oversensing without pacing inhibition. Reportedly, the patient was involved in a car accident a few weeks before the explant procedure. This rv lead is not expected to be returned and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.